Manufacturer narrative:
.

Event description:
The pt reported seeing her hcp for a refill before leaving on vacation. The pt said her hcp was unable to refill the pump, because an x-ray (date not reported) showed that her pump had flipped. The hcp slowed down the rate of the pump, so the pt could go on vacation. The pt said, she started going thru withdrawals after arriving at her vacation destination. She was in the ER all day with pain, chest pain. The pt reported that they gave her nausea medications and an antibiotic. She stated they sent her home, and now she is experiencing severe pain where the catheter is. She stated her abdomen is swollen and her legs hurt. The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.